Event description:
(B)(4).

Manufacturer narrative:
The tech conducted a bed exit alarm test and all functions work as designed. The tech gave the account a quick reference guide for the bed to resolve the issue of user error.